Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted for an unrelated issue and returned for analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving twelve shocks. There was concern over the therapy being inappropriate due to supraventricular tachycardia (svt) versus ventricular tachycardia (vt), but electrograms (egm) were not able to be viewed in the arrythmia logbook as storage is on a first in first out basis. It was determined that therapy was likely exhausted from the shocks. No averse patient effects were reported.